Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to the customer¿s blood glucose level as their bg did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.